Event description:
During an incident in 2005 involving patient with cardiac history who was conscious and alert, this defibrillator would not hold memory or print out a 10 second strip. The initial call was for a possible unresponsive patient. About an hour later they still could not print a 10 second strip. The customer states that the unit is prompting "needs repair" and will print only during testing.